Manufacturer narrative:
(B)(4). Corrected data: model # & device manufacture date. Investigation summary: the account provided six photos for review along with the device. Upon visual inspection of the six photos, the first photo shows an opened box of product code cdh31p, lot # t92e68 with exp. Date: 2022-01-31. Photo two to five shows a tissue piece from top view with several staples and one of them appears to be not properly formed. The device analysis results found that the cdh31p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device was used as instructed and the firing sequence was completed as indicated by the green tick illuminating. The surgeon had difficulty removing the device from the patient despite rotating as instructed. More force than usual was required to remove the device and the surgeon was worried about the tension on the staple line while the process was on going. On inspecting the donuts once the device was removed, it was evident that there were between two and four staples in the donuts. The surgeon performed a leak test which the anastomosis passed, and the patient still had a temporary stoma as was intended preoperatively. The surgery was not extended for a any significant length of time because of this device fault. The procedure went ahead as planned. Patient consequence was not reported.